Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the infusion tubing was identified as a possible cause. However, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The infusion set was changed to address the event. Blood glucose was 390 mg/dl.